Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse swapped the hdmi cables at the surgeon side console (ssc) high-resolution stereo viewer (hrsv) monitor inputs, and both monitors were working fine. Next, the isi fse removed the personality module surgeon console (pmsc) and swapped the left and right hdmi cables at the pmsc outputs. After reinstalling the pmsc, the issue was resolved. The isi fse removed the pmsc and swapped the cables back to their original locations and the issue was still no longer present. The isi fse performed an additional 8 power cycles on the system to verify that the issue did not return. The isi fse spoke with the customer and explained that the issue was unlikely to recur. If the issue persists the isi fse advised reporting the issue again. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, there was a loss of the video in the right eye of the surgeon side console (ssc) high-resolution stereo viewer (hrsv). The intuitive surgical, inc. (Isi) technical service engineer (tse) found no related errors in the logs. The customer had swapped out the endoscope, but the issue remained. The isi tse confirmed with the customer that the video on the monitor of the vision side cart (ssc) was working properly and that the blue fiber connections were good. The isi tse advised the customer to hard power cycle the system, but the surgeon elected to continue with the procedure using the operating eye. The procedure was completing as planned with no reported injury.